Event description:
It was reported that during a da vinci surgical procedure, it was noted that a broken cable was observed on the prograsp forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was frayed. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument's distal pulley had scratch marks and abrasions. There were scratch marks on the surface of the distal pulley. No other damage was found.